Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was not able to be confirmed through this evaluation. The submitted and downloaded event log files from the heartmate 3 system controller (serial number: (B)(6) collectively contained approximately ~6 hours of information on (B)(6) 2024 (3:11:51 to 9:27:03 per timestamp). Throughout the available data, no abnormal alarms were observed. The pump maintained a speed within the expected range without issue while the driveline was connected to the controller. During functional testing of the returned controller, atypical alarms were not able to be reproduced. The controller was able to operate a mock circulatory loop for an extended period of time without issue. Provided information indicated that there have been no further alarms after the controller exchange. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with low voltage conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient arrived in clinic that was having low voltage alarms while connected to battery power. The patient noted that this only occurred on battery power not wall power. The alarms proceeded throughout the day no matter how charged the batteries were. The patient's battery clips and batteries connections were cleaned and the alarms continued. The event log file captured constant pulsatility index (pi) events which shortened the data capture to just several hours pushing out older data. No low voltage events were seen in the log file. It was suggested that the issue be troubleshooted in this order: replacing batteries and battery clips then a system controller exchange if problems continued. It was noted the patient stated they calibrate their batteries; this is the original equipment since implant besides emergency backup batteries (ebb) and batteries. The system controller was exchanged. The system controller was returned. The alarms resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.